Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v598062, implanted: (B)(6) 2011, product type: lead; product ID 3889-28, lot# v598062, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient still had concerns regarding their device or therapy, but was working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2015 was noted.

Event description:
It was reported the patient experienced a shocking or jolting sensation and stimulation in the wrong location. The patient fell three months prior to call and fluid filled the dime-sized area over their tailbone. The patient¿s healthcare provider palpated the area and the lead might be coming out. The patient was able to adjust stimulation and had to turn stimulation off during the night. The shocking occurred in certain positions. Prior to the fall, the patient felt stimulation in the left wall of their vagina. After the fall, the patient felt stimulation in the left groin area. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.